Event description:
Patient developed abscess in right underarm 10 days after treatment. Office prescribed antibiotic; patient went to ER next day for drainage. Patient discontinued antibiotic due to stomach upset and subsequently developed abscess under left underarm. This was drained 25 days after treatment. Five weeks after treatment the patient is still on antibiotics.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.